Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported device error ¿external power interrupted¿.there was no reported adverse patient impact.